Event description:
The customer reports that the speaker is not working. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reports that the speaker is not working. The device was not in use on a patient.